Event description:
It was reported an air embolism and subsequent stroke occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 27mm watchman laa closure device and delivery system were used. The closure device was deployed. A contrast injection was taken just prior to the tug test and air was noted in the delivery system. The physician attempted to insert a non-bsc catheter to aspirate the air, but the air bubbles were dislodged at that time. An air embolism occurred. The closure device was successfully implanted. The cause of the air entry is unknown, but the contrast bottle was replaced just prior to this event. The patient had weakness on the left side and a stroke occurred. No intervention was required. The patient was discharged to a skilled nursing facility for rehabilitation.